Event description:
The customer contact reported an operator error in programming the device, which resulted in the pt receiving more medication than intended. On an unspecified date and time, the device was programmed to deliver an unspecified concentration of neonatal total parenteral nutrition (tpn) with heparin, at a rate of 1.8ml/hr, and the delivery was started. No further programming parameters were provided. At 0530, it was reported that the nurse cleared at the end of the shift total, and the delivery was continued. At 0800, it was reported that the nurse noted the device was delivering at 3ml/hr instead of the intended 1.8ml/hr. The customer contact indicated the pt "received about 6-9ml of fluid overload." The pt was treated with an unspecified concentration of an unspecified diuretic. It was reported that the pt required increased unspecified ventilator support and oxygen for unspecified respiratory issues. It was reported that the device was reprogrammed to deliver at a rate of 1.8ml/hr, and therapy was "immediately" resumed. After an unspecified length of time, the customer contact reported the pt was fine. The customer contact stated "this was a critical infant with a lot going on and I will not state with 100% certainty that all of this was in relation to the fluid excess." The customer contact indicated that event was due to an operator error in programming an unspecified vtbi (volume to be infused) and an unspecified duration that resulted in a calculated rate of 3ml/hr instead of the intended 1.8ml/hr. Though requested, no additional info was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the info known by the reporter upon query by hospira personnel. (B)(4).